Event description:
On (B)(6) 2025, I was in the emergency department with stroke-like systems, including extreme dizziness. I was admitted to the hospital that evening. Long story short, before I could have an MRI, there was an attempt to do a pacemaker interrogation on (B)(6), at which time it was learned that my pacemaker was in safe mode and not functioning properly. The cardiac team was alerted and my pacemaker was urgently replaced on (B)(6). Post pacemaker replacement, I learned that my pacemaker (essentio model number l101/serial number (B)(6)) had been recalled but I was never notified. I called boston scientific and they indicated two notices were sent to my doctor's office ¿ one in (B)(6) 2024 (regarding the recall) and one in (B)(6) 2025 (regarding a software update). I was not notified of either. If I would have known about the recall, I would have reached out to my doctor immediately. I believe my emergent situation could have been prevented. I am very concerned that there are many other individuals at risk and believe boston scientific should be sending notices directly to patients with recalled pacemakers, so they can be proactive and provided with the opportunity to reach out directly to their doctors. Please help make this happen!